Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced episodes of dizziness and intermittent cardiac pacing and presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, the device was found with episodes of noise oversensing with intermittent pacing inhibition. The patient was pacemaker dependent. After additional examination, it was suspected that the noise may be caused by myopotential oversensing or ventricular lead noise oversensing. The device was reprogrammed and the patient was put under observation at the hospital for two days. It was noted that the patient no longer experience dizziness or pacing inhibition after programming changes were made. The patient¿s condition remained stable.